Manufacturer narrative:
Mp1000 (B)(6) 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000. The 510k number provided is for the domestic similar product: k072542. (B)(6). Investigation summary: an mp1000 (B)(6) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20076476. The customer indicates that an occlusion was identified when attempting to flush the sample with a connecting product. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20076476 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mp1000 (B)(6) product in the past 12 months.

Event description:
It was reported that the maxplus positive pressure connector had flow issues during the saline flush. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 8:40am on (B)(6) 2021, the nurse used normal saline to flush the tube while using the needle-less connector. She found that the tube was blocked and suspected that the needle was blocked, so she replaced a needle."